Event description:
Have been sick since I had surgery in (B)(6) 2014. When I returned to the hospital I was told that I have blood clots in my lungs and my uterus was perforated. I also have a fistula and have to have surgery for removal of my uterus and colon. I may need to get a colonoscopy. Surgery scheduled for (B)(6) 2015.